Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet field service technician investigated the device and identified a shunt valve which would not close. The stop, shunt and return valves were cleaned. The unit was checked using pc load. A complete preventative maintenance was performed with full calibration, functional testing and safety check to factory and electrical specifications. The unit was returned to service. A supplemental medwatch will be submitted if add'l info becomes available.

Event description:
It was reported that the hcu30 device could not warm water above 6 degrees centigrade on the cardioplegia side. No pt involvement. (B)(4).